Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer is using sleep mode during the day. A correction bolus was delivered to address bg. Tandem technical support assisted customer with programming sleep mode correctly.